Event description:
Customer called to report having difficulties during printing. It was stated that one reservoir was filled up with 100 units. The pump was rewound and the reservoir was inserted. The insulin was exiting but customer could not hear any beeps. Additionally, a fixed prime was attempted, but the device was displaying a message to finish priming in the status screen. The activate button was pressed and prompted to perform a manual prime. The manual prime was done, the insulin exited the entire time, however, the display was still prompting for manual prime until a message error was displayed and the reservoir was empty. Customer filled another reservoir with the same results.